Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, hospitalization, patient outcome and action taken with pd therapy were not reported. The patient was treated with gentamicin and ampicillin for the event. No additional information is available.

Manufacturer narrative:
B3: the peritonitis event was reported to have occurred around 17mar2022. B5: upon follow up it was reported that the cause of the peritonitis was likely related to gallbladder issue and or possible ischemic colitis. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.